Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction d9- date returned to manufacturer. The reported event for ipg not being able to be charged by the charger was not confirmed. As received, the ipg was inoperable due to a depleted battery, which is consistent with the long period of time that passed between the event date and the date the ppe lab received it (from 24oct2023 to 2apr2025). A visual inspection showed no anomalies that would cause the reported event. After the battery was recovered, the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester and passed all testing.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Correction e1 initial reporter.